Event description:
Bled - lip [lip haemorrhage]; cut to lip, stabbing lip [lip injury]; they come off during brushing - brush head [device breakage]; I think they are fake [suspected counterfeit product]; product counterfeit - oral-b [product counterfeit]. Case description: consumer reported via chat that the brushheads come off during brushing and stabbed lip and bled. No serious injury was reported.

Manufacturer narrative:
13-aug-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bled - lip [lip haemorrhage]. Cut to lip, stabbing lip [lip injury]. They come off during brushing - brush head [device breakage]. I think they are fake [suspected counterfeit product]. Case description: consumer reported via chat that the brushheads come off during brushing and stabbed lip and bled. No serious injury was reported.